Event description:
It was reported that the patient's pump, which was programmed to deliver morphine, was being replaced due to battery depletion. During the pump replacement surgery in 2007, when a catheter dye study was attempted, the hcp was unable to aspirate or inject dye into the catheter. The decision was made to replace the catheter. No patient symptoms were reported. The patient recovered without sequela.